Event description:
The plaintiff's attorney alleged that the patient experienced sudden cardiopulmonary arrest within one hour of the last dialysis treatment and subsequently expired. It was reported that the death occurred due to administration of the products for dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products.